Event description:
It was reported that when debriding fibrous tissue from the femoral neck using a ring curette, the tip broke-off from the curette. The tip was not retrieved. A second surgery to remove the tip of the instrument was done less than a week later. This was an open procedure. Hip scope, labral repair.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by applying excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.